Event description:
The customer reported a leak under the bsv (blood sampling valve) of the coulter lh 780 hematology analyzer. The customer indicated that the leak was not contained within the instrument and approximately 1 ml of blood and diluent leaked onto the countertop. The customer was wearing personal protective equipment consisting of gloves, eye glasses and a laboratory coat at the time of the event and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the probe wipe rinse block was loose due to a broken connector for the air cylinder. The fse proceeded to replace the probe wipe rinse block and the instrument ran without any further leaks. The repair was verified per established procedures and results met published specifications. Results: failure mode of the leak is attributed to a loose probe wipe rinse block. (B)(4).